Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was pulled and became broken. Customer¿s blood glucose level was 143 mg/dl. Customer alleged separation occurred due to user error. Reportedly, a new cartridge was loaded to address the issue.